Event description:
Event description guidant received information that a field representative observed that this pacemaker had a patient's information entered already and a fault code one was received. It was noted that this field representative received this device from another field representative and that the device was never implanted.